Event description:
It was reported that there was high impedance measurements in the left ventricular epicardial lead during the implant procedure and that the physician opted to leave the lead in place. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.